Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. As received, the cable connecting ECG c and ECG d was defective and was creating noise in the ECG signal, causing the messages. Upon investigation, there was a migrating pulse wire within the cable, causing the noise. The root cause for the migrated wire has not yet been determined. Whether the issue is design-related or manufacturing-related is under investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" and "check therapy pad" messages.